Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of a splenic artery aneurism, the implant coil became stuck in the microcatheter. Stronger force was placed in the device in order to advance it, but it would not advance. During attempts to withdraw the device and microcatheter together, the implant coil became detached. A snare was used to retrieve the implant coil. The patient did not experience any reported sequelae.

Manufacturer narrative:
The pusher and implant were received for evaluation. The microcatheter and introducer were not returned. The implant was found detached from the pusher, damaged, and was stretched. The proximal portion of the implant did not present any notable abnormalities. The heater coil of the pusher did not have any signs of burn damage. The body coil of the pusher was bent and wavy. The core wire was kinked and lead wire separation was observed at that location. The attachment monofilament in the pusher was dissected and the monofilament tip was found to have a stretched tail shape. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage to the pusher is consistent with the device experiencing advancement forces over specification, and the implant was determined to have separated from the pusher due to excessive tensile forces. The investigation determined that it is likely that the device experienced advancement difficulties as described in the complaint. Lead wire separation and advancement issues are tracked by quality and manufacturing for this product.